Manufacturer narrative:
This model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Method: (B)(4) = device not returned additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No additional information has been received.

Manufacturer narrative:
Additional manufacturer narrative: in his (B)(6) 2011 response, the surgeon indicated that the explant of this device was due to a paravalvular leak. The device is not available for return and evaluation, and no operative report will be provided. Therefore, no additional information is forthcoming. A paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, calcification of or insufficient débridement of calcified tissue, surgical technique, and patient factors (fragile tissue). In this case, there is insufficient information to conclusively determine the root cause for the reported paravalvular leak.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, device was explanted after an implant duration of 9 days (0.30 months) and was replaced by the same model, same size device, for unknown reasons.

Event description:
A response was received from the surgeon indicating the device was explanted due to paravalvular leak.